Event description:
The following has been reported: brock pump sn (B)(6). On 3.8.24 pump began alarming with red lights on both channels. Screen was dark and could not show an alert type. Pump was not in use at time of alarm thus no patient harm. Preliminary evaluation of the logs showed the following: processor hardware failure (linux core) an active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the complaint has been confirmed through the use of device logs. The customer complaint of the som failure could not be reproduced. However, as it is known that soms have had recurring issues, the variscite var-som-mx6 will be replaced during repair process.